Manufacturer narrative:
The device is not available for investigation; however, a photo review needs to be performed, and a supplemental report will be submitted. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.

Event description:
The event involved an 8.5 inch (22 cm) appx 0.68 ml, smallbore trifuse ext set with 3 microclave clear (1 remv), 3 clamps, rotating luer, and it was reported that the device was disconnected. The tubing was disconnected from the trifuse that was attached to the cap of the PICC (peripherally inserted central catheter) line. The PICC line was clamped and removed the end of the trifuse that remained. Total parenteral nutrition (tpn) was paused on the pump. There were a patient involvement and no patient harm.